Event description:
It was reported that balloon rupture occurred. After implanting a wallstent, post-dilatation of the internal carotid artery was performed using a 6.0mm x 20mm x 135cm sterling balloon catheter. However, the balloon ruptured during the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. After implanting a wallstent, post-dilatation of the internal carotid artery was performed using a 6.0mm x 20mm x 135cm sterling balloon catheter. However, the balloon ruptured during the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. It was further reported that during the dilatation, two inflations was made with the balloon at 8 atmospheres each, and the balloon ruptured during second inflation at 8 atmospheres.

Manufacturer narrative:
Returned product consisted of a sterling balloon catheter. Microscopic inspection of the device revealed a pinhole 2mm from proximal markerband. There was no other damage or irregularities identified.

Event description:
It was reported that balloon rupture occurred. After implanting a wallstent, post-dilatation of the internal carotid artery was performed using a 6.0mm x 20mm x 135cm sterling balloon catheter. However, the balloon ruptured during the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. It was further reported that during the dilatation, two inflations was made with the balloon at 8 atmospheres each, and the balloon ruptured during second inflation at 8 atmospheres.